Manufacturer narrative:
The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacturer date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues clamping the spinous process clamp onto c2 as it was still loose after tightening. The site had to thread the screws while placing the clamp on in order to get the clamp to stay. There was a 5 min delay in the case. There was no impact on patient outcome. Additional information was received stating that the clamp would not tighten at all on the spine because of the of the clamp. The screw would not engage. They had to take it off of the spine, begin to tighten the clamp and then mallet it onto the spine and tighten it some more.